Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist in 2008, the patient's mother reported the patient had "pain deep inside ear radiating down jawline". Reportedly, the pain occurred when the sound processor was turned on. The pain would dissipate after the sound processor was turned off. There was no reported ear infection and a CT scan (date not reported) showed no sign of device movement. Reprogramming showed significant changes in dynamic ranges. The results of an integrity test done in 2004 was consistent with normal receiver/stimulator function. The patient discontinued use of the device. The patient's device was explanted twenty six days after the original date, and a new device was reimplanted during the same surgery.